Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(6) 2016 the customer emailed a medela clinician stating that she was prescribed dicloxicillin for the mastitis and that the mastitis is gone and she has recovered. As of the date of this report the original product has not been received. Should the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that her pump in style breast pump has low suction. She also reported that she had been diagnosed with mastitis and that her physician prescribed an antibiotic to treat the mastitis.